Manufacturer narrative:
The device was received having generated an 0x14 occlusion alarm. Timeouts and a drive stall were observed in the data. The device was received with the soft cannula fully deployed, and it was observed to be flattened and measured to be stretched out of specification. The fluid path test was run and no leaks or blockages were observed. It could not be determined if the observed cannula damage contributed to the reported event. The exact cause and timing of the cannula damage could not be determined. The batteries were measured to be lower than expected. The shelf mode current was measured to be within specification. It could not be determined if the low battery voltages contributed to the reported event. The cause and timing of the low battery voltages could not be determined. The exact cause of the 0x14 occlusion alarm could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: up1a.231005.007.s908usqs7exk9. Hardware: sm-s908u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found damaged. No treatment was reported.